Event description:
It was reported that, after a thr surgery was performed on an unknown date, the patient experienced dislocation of an or3o implant. Several syringes containing black fluid were drawn out from the patient on an unknown date. It appears that the black fluid originated from the oxinium femoral head articulating directly on the oxinium liner. The contact between the liner and femoral head is due to the dislocation of the or3o insert. The doctor reported the patient's skin was also affected. It was mentioned that a revision surgery would be performed in the near future; however, it remains unknown if it has already been performed. The patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.